Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary - geo event description: (B)(4).

Event description:
It was reported that during routine follow up, it was found that the lead had increase in threshold. Output was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.